Event description:
It was reported via phone call that the customer believes that their insulin pump is not delivering insulin. The customer also mentioned having a bent cannula. Customer's blood glucose level at the time was over 480 mg/dl. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.